Event description:
The dental implant fx7010swc was removed on (B)(6) 2018 due to loss of osseointegration 1 year after implantation. The patient has no significant medical history. The doctor noted periodontal disease during explantation. The patient required another surgical intervention to recover.